Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor breast prosthesis and experienced a rupture on an unknown side post-operatively. At the time of this report, has received no information regarding explantation or an expected explantation date. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported indicating gel devices. If additional information is received confirming gel or saline, a supplemental report will be sent.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 19, 2023, mentor received additional information regarding the patient's diagnosis, device information, device implantation, and device explantation. The impacted device was reported to be a 535cc mentor memorygel breast implant. It was reported that this impacted device was for the patient's left side. The catalog number has been updated to 3505535bc. The lot number has been updated to 7533128. The serial number has been updated to (B)(6). It was reported that the patient also experienced generalized illness symptoms including breast implant illness. H6 health effect - clinical code e2402: generalized illness. The device date of implantation has been updated to (B)(6), 2018. It was reported that the patient is to undergo device explantation on (B)(6), 2023. Section d6b. Explantation date: (B)(6) 2023. All relevant information has been updated in section d and section h. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) for lot 7533128 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness and rupture. On february 20, 2023, mentor received additional information regarding the geographical location of the event and date of birth. It was reported that the event occurred in canada. The box in section g2-is report source foreign has been checked. The patient's date of birth has been updated to (B)(6) 1988. Manufacturer¿s reference number: (B)(4).